Event description:
It was reported this right ventricular (rv) lead was explanted due to noise and impedance changes. This rv lead was successfully replaced. This new lead was placed in the left bundle branch. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).